Event description:
A caller reported an error with their continuous glucose monitor showing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who guided them through a pump reset, successfully resolving the issue and allowing the caller to start a new sensor session.